Event description:
End user reported circumferential redness to her peristomal skin extending outward approx 38mm. She does experience itching from this area. The end user reported that she usually changes her wafer every three-four days wear time, but she had to change her pouch more frequently since (B)(6) 2013. The end user reported that she uses wafer sur-fit natura to her colostomy and there is no redness under this product.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated that she used dial; tone or caress to cleanse her peristomal skin. The end user reported that she also uses reliamed adhesive remover to her peristomal skin and that she applies stomahesive powder followed by 3m cavilon no sting protective barrier wipes to her peristomal skin. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.